Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectal repair procedure, the device was fired with a green load. When the device was fired, it only produced a partial cut line and partial staple line. The staples were also malformed. When the surgeon was removing the device, colon tissue was torn. When they removed the device, the reload could not be removed. The surgeon repaired the torn tissue and completed the case with sutures. There was no patient consequence.